Event description:
"Blood leak" occurred right after the start of the treatment. Blood flow: 150ml/min. The patient suffered a blood loss of estimated 200ml. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Further info is expected for this specific event as soon as the sample will be investigated. The root cause of this event cannot be determined yet.